Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that her daughter was hospitalized multiple times due to high blood glucose and low blood glucose. The customer mother does not have the full details of the high blood glucose, caller stated it was due to not bolusing for food. Customer mother stated daughter was sweating and blood glucose was 41 mg/dl and ems was dispatched. The blood glucose value was 38 mg/dl when ems arrived. The customer was placed on sugar intravenous that raised the blood glucose to 130 mg/dl. Customer was advised to go to the hospital, the blood glucose was up to 300 mg/dl. Customer sts pump has been exposed to strong magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.